Event description:
It was reported that insulin gauge displayed amount different than expected on previous day, with pump showing 160 units while customer expected 167 units and difference greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, declined email resources, and was advised by technical support to call back for troubleshooting if active fill estimate issue occurred again.